Manufacturer narrative:
(B)(4).

Event description:
The customer reported to philips healthcare that the battery charge led is not illuminated even when the device is connected to ac mains. There was no patient involvement.